Event description:
General report rec'd of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the nurse reported that, "sometimes the tubing will pop out of," the needless IV access device, "even with a firm connection." There were no reported adverse pt effects and no reported delays in critical therapies. No medical interventions were reported. Add'l info was requested from the customer contact regarding, the solutions being delivered, how was the disconnection noted, how long had the tubing sets been in use when the disconnections were noted, were there any reports of blood loss, were the tubing sets replaced and the therapies resumed. No add'l info was provided.

Manufacturer narrative:
The devices are expected to be returned for investigation. They have not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).